Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309623; batch#: 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb plunger rod was broken / damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Bd syringe: plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch). Bd catalogue: 309623; bd syringe lot numbers: 3340120; takeda awareness date: 04sep2024. Patient reported pqc due to defective syringe. Patient is short one dose and is requesting replacement. Sample was discarded so it will not be returned. Additional info: ms received more clarification from psm on (B)(6)2024 regarding syringe issue. Psm stated that the syringe internal was loose and patient was unable to dose with it. Ms will update you if any further information is received. Additional info: 1. Kindly provide the date of event. Awareness date is 04sep2024. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No ae reported. 3. If possible, could you please provide picture samples for investigation? No picture or sample available. 4. Please describe defect in the syringe: plunger was loose and it kept sliding out.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.